Manufacturer narrative:
The device was not made available for investigation. Based on the customer's declaration, what reported was due to handling error and no further assessment was requested. The conformity of the device to DHR was verified: it was found out that the device has been manufactured in 2012, thus it is beyond its expected life.

Event description:
We were made aware by our distributor of an event occurred in (B)(6) to a pump model crono five, used for infusion of remodulin (indication: pah). Event description: reporting of customer: "an adverse event was reported from nurse in (B)(6) via company representative on (B)(6) 2020. The case has received reference (B)(4). A child (age or date of birth not reported) was under treatment with remodulin via IV route (dose not rep). On an unspecified date in (B)(6) 2020 the syringe had detached from the infusion pump and the infusion was stopped causing underdose and medication error. No adverse reaction was reported. It was reported that the syringe/reservoir had come off during infusion. They have not noticed it, because pump was in the bag. Patient did not get 8ml remodulin, which means 12 hours. Patient is ok and they started new pump. There was no alarm when this happened. Further it was reported that syringe/reservoire seems to be ok, not broken. And when they put it on it felt just normal as usual and was tight. Outcome is recovered (unspecified date)."